Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio: 5.3, 1.4, 4.5, lab: 3.5. The customer was sent a new lot of strips for a study. Further follow up to be performed.